Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switch due to retrograde conduction was observed. Patient was asymptomatic. Programming changes were recommended.